Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included vaginal delivery on (B)(6) 2010, multigravida, parity 2 and pre-eclampsia. Previously administered products included for an unreported indication: para gard and depo provera. Concurrent conditions included overweight and diabetes mellitus. Concomitant products included enalapril maleate (enabeta) and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), dyspareunia ("painful intercourse/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), abdominal pain lower ("abdominal cramping"), migraine ("migraines"), fatigue ("fatigue"), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuation"), nausea ("severe nausea"), dysgeusia ("metallic taste in her mouth"), headache ("headaches"), alopecia ("hair loss"), uterine pain ("uterus pain"), weight increased ("weight gain"), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, abdominal pain lower, migraine, fatigue, vaginal haemorrhage, headache and alopecia had resolved, the dysmenorrhoea, menstrual disorder, abdominal pain, back pain, dyspareunia, vaginal infection, weight fluctuation, nausea and dysgeusia had not resolved and the tooth disorder, uterine pain, weight increased, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: physician was only able to implant one of the essure micro-inserts during this procedure. As a result, on (B)(6) 2010, plaintiff underwent second essure procedure, which was performed by physician. Plaintiff has complained and continues to complaints, about these symptoms to her health care provider. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from symptoms outlined above. She had an office hysteroscopy, with attempted essure on (B)(6) 2010. An and if essure was placed on the right without difficulty, was unable to be placed on the left fallopian tube, secondary to a dilated cervical os and leaking distending medium through the cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Case became incident . Event pregnancy , spontaneous abortion & weigh gain , device ineffective were added. Concomitant drugs conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included vaginal delivery on (B)(6) 2010, multigravida, parity 2 and pre-eclampsia. Previously administered products included for an unreported indication: para gard and depo provera. Concurrent conditions included overweight and diabetes mellitus. Concomitant products included enalapril maleate (enabeta) and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), dyspareunia ("painful intercourse / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), abdominal pain lower ("abdominal cramping"), migraine ("migraines"), fatigue ("fatigue"), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuation"), nausea ("severe nausea"), dysgeusia ("metallic taste in her mouth"), headache ("headaches"), alopecia ("hair loss"), uterine pain ("uterus pain"), weight increased ("weight gain"), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, abdominal pain lower, migraine, fatigue, vaginal haemorrhage, headache and alopecia had resolved, the dysmenorrhoea, menstrual disorder, abdominal pain, back pain, dyspareunia, vaginal infection, weight fluctuation, nausea and dysgeusia had not resolved and the tooth disorder, uterine pain, weight increased, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: physician was only able to implant one of the essure micro-inserts during this procedure. As a result, on (B)(6) 2010, plaintiff underwent second essure procedure, which was performed by physician. Plaintiff has complained and continues to complaints, about these symptoms to her health care provider. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from symptoms outlined above. She had an office hysteroscopy, with attempted essure on (B)(6) 2010. An and if essure was placed on the right without difficulty, was unable to be placed on the left fallopian tube, secondary to a dilated cervical os and leaking distending medium through the cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.